Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.00 x 48mm was returned for analysis. Visual, tactile, microscopic, and dimensional testing was performed on the device. A visual and tactile examination identified multiple kinks at various locations along the hypotube shaft. There were no issues identified with the outer / mid-shaft sections or the inner lumen of the device. A microscopic examination of the crimped stent identified that the stent struts in the mid-section of the stent were stretched and misaligned. The stent did not move on the balloon and was positioned between the proximal and distal markerband. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic examination of the bumper tip showed no signs of distal tip damage. Dimensional testing of the undamaged crimped stent outer diameter was performed, and the measured result was within max crimped stent profile measurement.

Event description:
It was reported that the stent moved on the balloon. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. The stent was loaded through a non-boston scientific guide extension catheter; however, the physician felt something off and the stent started to come off but never removed from the balloon. The device was then pulled out; a lot of physical damaged was noted on the device. A new synergy xd was then used to complete the procedure. No patient complications were reported.

Event description:
It was reported that the stent moved on the balloon. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. The stent was loaded through a non-boston scientific guide extension catheter; however, the physician felt something off and the stent started to come off but never removed from the balloon. The device was then pulled out; a lot of physical damaged was noted on the device. A new synergy xd was then used to complete the procedure. No patient complications were reported.